Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a device manufacturer representative indicated the cause of the surging of stimulation and high impedances was not determined. It was noted the seizures over the past year were not thought to be related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported the patient noted a surging of stimulation. Environmental/external/patient factors that may have led or contributed to the issue was noted as falls and seizures over the last year. Diagnostics/troubleshooting performed included an impedance check with 0-7 high impedance, changes with reference. It was noted there were 2 contacts viable at times. The patient was referred back to their healthcare provider (hcp) for consultation. The issue was not resolved at the time of the report. It was unknown if surgical intervention occurred. The patient status at the time of the report was 'alive - no injury'. No further complications were reported.